Manufacturer narrative:
(B)(4).

Event description:
This procedure was performed in (B)(6). The customer stated that the closurefast catheter product was used on both legs. The left leg was ablated using the device 11 times and the procedure was completed without incident. Catheter was stuck with blood coagulum and the guidewire would not pass so it was flushed with a 27 g needle and heparin. The physician started to ablate the right leg and an error message occurred. This message occurred 3 times and the ablation stopped for 20 seconds but was completed. Ablation was performed normally for 4 additional times after the incident, but the same message occurred at the 5th time. Another catheter was used to complete the case. The physician was not sure if the vessel was cauterized so they performed stripping on the site that the alarm occurred. An investigation was performed and a review of the manufacturing records revealed that no discrepancies relevant to this reported event were noted. The customer experience of catheter generating an advisory message of "non-uniform temperature" when activated could not be confirmed. The device performed as passed continuity and resistance testing. The device performed as passed functional testing on three different rf generators. Possible contributing factors such as ancillary device interaction and procedural technique could not be evaluated in this investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.